Manufacturer narrative:
Incidental findings: a white deposition of fixed blood was observed at the proximal end of the lumen of the outflow graft and extending to the middle of the graft material (figure 4). This deposition was not adhered. The most proximal portion of the deposition was granular in texture; however, due to the exposure to the fixative agent, the duration for which the deposition was present in the outflow graft could not be determined. The distal side of the inlet stator revealed evidence of a thrombus formation which appeared to have surrounded both the inlet bearing cup and bearing ball (figure 7). The bearing ball and the rotor inlet section revealed a loosely adhered, red thrombus formation. This thrombus formation appeared to have been surrounding both the bearing ball as well as the inlet bearing cup. The thrombus formation did not reveal any evidence of denaturation or laminated layering, indicating that it did not form within the pump; however, the specific original of the thrombus and the duration for which it was present could not be determined. Upon evaluation of heartmate ii lvas, serial number (B)(6), the presence of pump thrombosis was confirmed. A direct correlation between the heartmate ii lvas and the patient¿s death could not be conclusively established. (B)(6) was returned assembled with the driveline severed approximately 2.25¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was returned. The sealed outflow conduit (outflow elbow, sealed outflow graft, sealed outflow graft bend relief, and sealed outflow graft bend relief collar) was returned attached to the pump¿s outlet port. The pump appeared to have been exposed to a fixative agent prior to being returned for evaluation. Evaluation of the outflow graft revealed a white deposition of fixed blood at the proximal end of the lumen of the outflow graft and extending to the middle of the graft material. This deposition was not adhered. The most proximal portion of the deposition was granular in texture; however, due to the exposure to the fixative agent, the duration for which the deposition was present in the outflow graft could not be determined through this evaluation. Upon disassembly of the pump, evidence of a thrombus formation, which appeared to have surrounded both the inlet bearing cup and the inlet bearing ball, was noted on the distal side of the inlet stator. The bearing ball and the rotor inlet section revealed a loosely adhered, red thrombus formation. This thrombus formation appeared to have been surrounding both the bearing ball as well as the inlet bearing cup. The thrombus formation did not reveal any evidence of denaturation or laminated layering, indicating that it did not form within the pump; however, the specific original of the thrombus and the duration for which it was present could not be determined through this evaluation. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on 05nov2014. Heartmate ii lvas IFU rev. H and patient handbook rev. G are currently available. Device thrombosis and death are listed in the heartmate ii lvas IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired in hospital, cause unknown. No further information was provided.